Manufacturer narrative:
H6: investigation summary: pictures of the samples of the model 1024-156-043 were received. The pictures were reviewed, and it was observed a damage in internal side of the samples confirming the reported failure mode. Since the reported model is supplier related, a manufacturing information was requested, the supplier conducted a DHR review and no issues were found during the manufacturing of the reported lot regarding to the dirt in the component and it was manufactured according with supplier internal procedure, since the mold was transferred and no issues were found during manufacturing, therefore, the root cause could not be determinate. H3 other text : see h10.

Event description:
It was reported that female ll adaptor was damaged. The following information was provided by the initial reporter: material no: 1024-156-043, batch no: 0004081219, 0004081258, 0004081220, 0004081222, 0001068184 it was reported that there were 57 complaints received this year about a rejection for a broken luer on the edge of the component.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that female ll adaptor was damaged. The following information was provided by the initial reporter: material no: 1024-156-043 batch no: 0004081219, 0004081258, 0004081220, 0004081222, 0001068184. It was reported that there were (B)(4) complaints received this year about a rejection for a broken luer on the edge of the component.